Event description:
Patient with stemi(st elevation myocardial infarction) required the insertion of intra aortic balloon pump prior to coronary artery bypass grafting. Post surgery while in ICU blood was noted in tubing of balloon pump indicating balloon rupture. Appropriate steps taken and balloon pump removed by cardiologist. Upon examination there were multiple tears in the balloon.